Event description:
It was reported prior to use of bd vacutainer® cpt¿ cell preparation tube with sodium heparin a hair was found in one tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one sample and 2 photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter(fm) was observed. There is a hair on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.